Manufacturer narrative:
A manufacturing evaluation was completed: after a full review of both the manufacturing process and associated documentation we could not find anything that could have created this type of damage. This damage had to occur outside of monument. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a case last week the delivery cannula and tamp 10 gauge x 10 cm was shattered. The surgeon was still able to use the demineralized bone matrix (dbx) putty for the patient but the delivery system was wasted. The facility is fairly certain it was broken upon opening. The glass broke on the back table. This event did not delay the surgery or harm the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that after review of the DHR for part number 03.702.401.97s lot# 6583554 which is made up of two components (10-9072 and 10-0506) showed no anomalies. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.